Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No numbers were scrolling off or vibration anomaly noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she is unaware of what to do. Customer stated she wasn't home and may have been pressed something in the dark and now it was going off. She pressed the esc button and its vibrating every little bit. Customer's blood glucose was 128 mg/dl. Customer didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.